Event description:
Primed secondary tubing to hang a patient's medication. Unable to screw secondary tubing into primary tubing due to secondary tubing malfunction. End piece of secondary tubing did not fit into primary tubing luer lock.